Manufacturer narrative:
The particle has not been returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The user facility saved the particle for collection. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a ''white'' particle entered the patient's eye from the phaco needle. The patient did not require any additional treatment as the particle was retrieved.